Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-03707. It was reported that the distal part of the rotawire was separated and remained inside the patient. A 330cm rotawire and a rotablator burr were selected for use. During withdrawal of the rotawire, it was noted that the proximal part of the rotawire was separated from the distal part and remained inside the patient's body. There were no further patient complications reported.